Event description:
It was reported that the pump touch screen was unresponsive. The customer's blood glucose was 180 mg/dl. Reportedly, customer reverted to some form of back-up insulin therapy, following the call.